Event description:
It was reported that during a lobectomy procedure, there was poor clip loading. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Damaged cartridge cover. Evaluation summary: the analysis results for the mcm30 instruments found that it was returned with the cartridge cover cracked and the handles open. The instrument was cycled and upon the first firing the body opened. No functional test could be performed due to the returned condition of the instrument. No conclusion could be reached as to what may have caused the reported incident. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.